Event description:
Per the returned paperwork, the patient reported facial nerve stimulation when using the cochlear implant system. There was no integrity test performed by cochlear staff prior to the explant surgery. The patient's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This report filed on january 19, 2009.